Event description:
It was reported that the customer passed away due to congestive heart failure, cirrhosis, pulmonary heart failure, and diabetes. It was reported that the customer was disconnected from the insulin pump seven days prior to her death. The caller stated that he does not know where the device is. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.